Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator display was white. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue. The data cable and printed circuit board assembly was replaced to address the reported issue. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.